Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.

Event description:
A patient in the (B)(6) was undergoing continuous venovenous hemodiafiltration (cvvhdf) with a prismaflex m 100 filter set. It was reported that the return line became disconnected from the patient with an estimated blood loss of 300 ml. Limited information was provided regarding this event despite repeated requests by gambro.